Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the na+ electrode (sodium) on a cobas integra 400 plus (i400+). The erroneous result was reported outside of the laboratory. The sample initially resulted as 128 mmol/l. The sample was repeated on a cobas 6000 c (501) module, resulting as 138 mmol/l. No adverse events were alleged to have occurred with the patient. The sodium electrode lot number and expiration date were asked for, but not provided. Quality controls were in acceptable range on 15-jan-2018. The on board etcher reagent was expired at the time of the event. The customer replaced the etcher, cleaned the ise tower, and performed electrode service. The customer then activated the electrode, re-calibrated, and ran controls. Calibration and controls passed. The customer ran another patient sample on both the i400+ and the c501 analyzer. Results from this sample matched. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes include air in the sample channel, current leakage coming from the waste, or an old and/or expired reference electrode.